Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 137 u/l, polymorphs = 68%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every five days and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn stated causality could not be established. A home evaluation and discussion with the patient did not reveal any breaches in technique. However, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.